Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2025. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that all components were explanted due to patients increased pain. Imaging showed that patient had two bulging discs. The explanted products were not returned per hospital policy.